Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a case damage w/moisture issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/14/2015 with the following findings: a display lens leak was found. Moisture inside all internal pump: on display, in battery compartment, on transceiver board, display board near keypad connector. Due internal moisture damage display has wrong color and keypad is unresponsive. Due to moisture damage, investigators were unable to test bolus button. No damage to the pump case. Battery cap is damaged ¿ top worn, used test cap for all steps, test battery cap does tighten fully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.